Event description:
Ous MDR - after an implantation time of about 91 months, oversensing with inappropriate therapy was reported. During the explantation, a suspected lead defect right behind the shock coil was detected. The lead was explanted by a laser method and returned to biotronik for analysis. Aside from the inappropriate therapy, no other worsening of the patient's state of health was reported.

Manufacturer narrative:
The lead properties were thoroughly tested in the course of the analysis. Only the distal fragment was returned for analysis. The proximal fragment, including the shunt and the connector plug, was not available for analysis. The analysis showed fraying of the insulation in the region of the heart valve, as was already mentioned in the complaint. The observed damage manifestation requires excessive mechanical stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of excessive mechanical stress on the lead in the region of the valve plane. As was already mentioned in the complaint, friction at the heart valve or at a partner lead should be considered. There were no indications of a material defect or manufacturing error.